Event description:
It was reported the patient was still trying to find the right number that worked for them. It was stated the patient changed their stimulation setting the other day but they didn¿t ¿find the stimulation/waving.¿ it was noted the patient was running an errand for a couple of hours and when they go up they wet themselves on the floor. Additional information from the healthcare provider stated there were no abnormal impedance measurements. It was noted the patient¿s device was reprogrammed and put on a new setting. It was reported the patient had a urinary tract infection and that was most likely the cause of the change in efficacy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0erfa, implanted: 2014-(B)(6), product type lead. (B)(4).